Event description:
The center reported that testing performed on the pt's device show out of range impedances which could not be resolved by programming adjustments. A CT scan confirmed that the electrode had migrated and surgery to revise the device was scheduled. The pt's device was explanted.